Event description:
It was reported that display screen was blank even after battery change. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the electronic and motor assemblies. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No blank display, empty display or display anomaly noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.